Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgment. Additional information indicated that the physician accidentally moved the lead during a non-related cardiac surgery. The product is no longer in service. There were no adverse patient effects reported.